Event description:
It was reported that there was particulate matter in the reservoir of a small volume intermate. This was noted during filling of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14g029 was manufactured between july 17, 2014 and july 18, 2014. The affected device was received for evaluation against the reported condition. Visual inspection of the device identified particulate matter (1.1mm in length) in the fluid pathway. Spectrophotometer scanning revealed the particulate matter to be acrylic material. The reported condition was verified, though no cause could be identified with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.